Event description:
The customer reported difficulty acquiring v4 of 12-lead ECG.

Manufacturer narrative:
The customer reported difficulty acquiring v4 of 12-lead ECG. The customer isolated the issue to the ECG leads trunk cable. The cable was evaluated at philips and the failure was confirmed. Philips sent the customer a replacement ECG leads trunk cable to resolve the issue.